Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14a30041 and h13l14028 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned for evaluation, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal (ip) fortaz (dose and frequency not reported). The cause of the peritonitis was unknown. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.